Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected showing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. At a next step the pacemaker was interrogated and the pacemaker's memory content was analyzed revealing no anomalies. The device switched to the battery status eri in (B)(4) 2014. The pacemaker was subjected to a complete final acceptance test and proved to be fully functional. In particular the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was programmed with unipolar lead configuration leading to the clinical observation. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
While replacing this device which had reached expected eri, the physician removed this device from the pocket to disconnect the ra lead and the patient had 16 seconds of asystole. The physician replaced this device with evia dr-t, sn: (B)(4). After the device was explanted, it was noted that lead check was programmed "on", which resulted in the device being in unipolar and a unipolar system must be in the pocket to provide pacing therapy. Should additional information become available, this file will be updated.